Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note test strip (B)(4).

Event description:
Daughter is calling on behalf of the customer reporting e-0 error message. Customer was assisted and was able to run a test and obtain result of 95mg/dl non fasting. Customer's daughter considers is too low for her mother. The customer is concerned with tests results from results obtained of 91, 87, 98 mg/dl. The customer's expected fasting blood glucose test result is 160 mg/dl;unknown expected range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:120mg/dl (B)(6) 2016 02:32:00 pm fasting: yes. 2:91mg/dl (B)(6) 2016 01:59:00 pm fasting: yes. 3:87mg/dl (B)(6) 2016 01:58:00 pm fasting: yes. 4:98mg/dl (B)(6) 2016 01:39:00 pm fasting yes. 5:109 mg/dl (B)(6) 2016 04:26:00 pm fasting: yes. Memory concerns: customer is concerned with all these results. Customer tests twice a day. Check the meter memory and the memory show results taken on (B)(6) 2016 and (B)(6) 2016. Pamela (daughter) states that those results in the meter memory do not belong to her mother. Pamela (daughter) states that her mother is blind and both herself and her nephew have not been able to get a blood test on her mother for the past few days. Check the meter and the dates is set correctly but the time is off by 1 hour.